Event description:
It was reported that during a surgical procedure at the user's facility, the device overheated and a patient's lip was burned. The patient received medical intervention, the procedure was completed successfully and there was no clinically significant delay.